Event description:
It was reported that bd vacutainer® push button blood collection set needle broke in half while being retracted. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367342 batch no. Unknown it was reported that a needle snapped in half when it was being retracted. Cvicu nurse manager had a complaint for a needle that was being retracted and it snapped in half.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields have been updated with additional information: date of event: 2019 (B)(6).

Event description:
It was reported that bd vacutainer® push button blood collection set needle broke in half while being retracted. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367342, batch no. Unknown. It was reported that a needle snapped in half when it was being retracted. Cvicu nurse manager had a complaint for a needle that was being retracted and it snapped in half.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® push button blood collection set needle broke in half while being retracted. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367342, batch no. Unknown. It was reported that a needle snapped in half when it was being retracted. Cvicu nurse manager had a complaint for a needle that was being retracted and it snapped in half.